Event description:
It was reported that, after a left bhr was performed on the (B)(6) 2012, the patient experience hip pain and increased metal levels. A pseudotumour was confirmed pre-op by MRI. The revision surgery was performed on the (B)(6) 2022, to treat this adverse event, during which metallosis and osteolysis of the femoral neck was found. The patient received a tha system in exchange.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
D10, h3, h6: it was reported that, after a left bhr was performed the patient experience hip pain and increased metal levels. A pseudotumour was confirmed pre-op by MRI. The revision surgery was performed to treat this adverse event, during which metallosis and osteolysis of the femoral neck was found. The patient received a total hip arthroplasty system in exchange. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the bhr head and cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.